Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# 010000937 g7 hi-wall e1 liner 36mm g lot# 3530515; item# 010000937 g7 hi-wall e1 liner 36mm g lot# 3088478. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted scratches on the rim and inner radius. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 03758- 2, 0001825034 - 2016 - 03759- 2.

Event description:
During a total hip arthroplasty, the liner was impacted and thought to be seated in the shell. However, during trialing and range of motion check, the liner popped out of the shell. The liner was again attempted to be impacted, but disassociated from the shell a second time. The liner was attempted to be seated a third time, with the same result. A second liner was attempted to be implanted; however, the second liner also would not seat in the shell. The shell was removed, and a new shell and liner were used to complete the procedure. There was a 15-20 minute delay in procedure. Attempts to obtain additional information have been made; however, no more is available.